Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no damage. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50x20mm synergy¿ drug-eluting stent was advanced to treat the lesion but severe resistance was encountered. The device was removed and it was noted that both the stent struts and catheter were defective. The procedure was completed with a 3.0x18mm non-bsc device. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50 x 20 mm synergy¿ drug-eluting stent was advanced to treat the lesion but severe resistance was encountered. The device was removed and it was noted that both the stent struts and catheter were defective. The procedure was completed with a 3.0 x 18 mm non-bsc device. No patient complications nor injuries were reported.